Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy due to not charging the ipg. The issue was resolved through battery replacement on (B)(6) 2019.